Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump alarmed "no disposable". Subsequently, patient switched to backup pump with no issues. No patient consequences were reported, and no adverse effects were reported.